Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, during the surgical stapling, the surgeon was able to press the green button but could not squeeze the handle therefore, the device could not be fired. They opened another reload to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. One reload was received unfired, with a full complement of staples. The device was found to be in interlock. There was no evidence of misloading; the sled was in the normal position and no staples were protruding from the cartridge surface. The device was disassembled and the lock assembly was found to be engaged with the lock features on the adapter. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. This condition may occur on the semi-automated assembly equipment, and is accepted under the quality system acceptable quality limit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.